Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that pump had rf pic failed selftest. Customer's blood glucose value was reported as normal and did not required any medical treatment. Customer reported rf pic failed selftest in the alarm history. The insulin pump will be returned for analysis.